Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific on (B)(6) 2016 that an accutrac laser fiber was used during ureteroscopy procedure in the ureter performed on (B)(6) 2016. According to the complainant, the laser fiber broke in half after it was removed from the packaging and as it was attempted to be connected to the laser console. The device was not used on the patient and the procedure was completed with another accutrac laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). One accutrac laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The sma connector and black strain relief boot was not returned. As a result, functional examination could not be performed. The condition of the returned device confirms the reported event of fiber broke. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific on (B)(6) 2016 that an accutrac laser fiber was used during ureteroscopy procedure in the ureter performed on (B)(6) 2016. According to the complainant, the laser fiber broke in half after it was removed from the packaging and as it was attempted to be connected to the laser console. The device was not used on the patient and the procedure was completed with another accutrac laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.